Manufacturer narrative:
Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 19-dec-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was trailing an external neurostimulator (ens). It was reported that during the placement of the lead, the dilator/introducer was used. When trying to remove the dilator together with the lead stylet, the handle of the dilator loosened and was not connected to the dilator anymore. The actual dilator remained in place inside of the introducer sheath. There were no environmental/external/patient factors that may have led or contributed to the issue. No diagnostics or troubleshooting was performed. The dilator was removed from the introducer sheath by using forceps. Another introducer and dilator were used from another lead kit package. The issue was resolved. The dilator and introducer could be removed without any residual. The physician and surgery nurse discarded the defective dilator. It was noted that surgical intervention was performed in order to get the dilator removed from the patient, but that there was no surgery in addition to the surgery in which the event took place. No symptoms were reported, and the patient was alive with no injury.

Manufacturer narrative:
Continuation of d11: product ID: 978b128, lot#: (B)(6), implanted: (B)(6) 2020, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported a correction that when trying to remove the dilator from the introducer the handle of the dilator loosened. There were no fractures left attached to the rod. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
21-feb-2020 mpxr 705381, e1 (hcp, rep, for): information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was trialing an external neurostimulator (ens). It was reported that during the placement of the lead, the dilator/introducer was used. When trying to remove the dilator together with the lead stylet, the handle of the dilator loosened and was not connected to the dilator anymore. The actual dilator remained in place inside of the introducer sheath. There were no environmental/external/patient factors that may have led or contributed to the issue. No diagnostics or troubleshooting was performed. The dilator was removed from the introducer sheath by using forceps. Another introducer and dilator were used from another lead kit package. The issue was resolved. The dilator and introducer could be removed without any residual. The physician and surgery nurse discarded the defective dilator. It was noted that surgical intervention was performed in order to get the dilator removed from the patient, but that there was no surgery in addition to the surgery in which the event took place. No symptoms were reported, and the patient was alive with no injury.